Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was kinked which resulted in no flow through the set and an upstream occlusion alarm on a spectrum infusion pump. This issue was further described as, ¿solution set had a kink in the tubing above the backcheck valve". The set-up was used with heparin running at 16ml/hr. This issue occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: as a result of the event, the tubing was changed. G3: the correct baxter aware date was november 16, 2022, previously submitted as november 24, 2022. H10: one actual sample was received for evaluation. Visual inspection revealed kinked tubing with the walls touching. A kinked collapse set is an obvious defect and is unlikely to cause a serious injury if it were to recur. Functional tests which included pressure test and clear passage under water test was performed on the sample and the results were satisfactory. A flow rate test was performed to check the general function of the set (counting number of drops falling in the drip chamber and measuring volume to calculate drops per ml) and the set worked according to requirements. The condition of no flow was not observed. Therefore, the reported condition of no flow was not verified. Should additional relevant information become available, a supplemental report will be submitted.